Manufacturer narrative:
Additional information from the user facility stated that the device had been prepared in accordance with the directions for use.

Event description:
As the physician was removing the device for its dispenser hoop, the device broke into two pieces "without explanation". There was no reported clinical consequence to the patient.